Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Report source: foreign source: (B)(6). (B)(4). Concomitant medical products: tlc mcr xr123 9mm, pn 51-145090, ln 6371045. MDR: 0001825034-2018-11037. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of the returned products that were visually inspected and the reported event (defective seal) was confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is likely to be an operator error during the manufacturing process. This issue is being further investigated through the CAPA process. The likely condition of the products when they left zimmer biomet was non-conforming to specification. The root cause of the reported event is likely to be an operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported part of seal on the sterile package did not appear sealed properly. Attempts were made to obtain additional information; however, none was available.